Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 6.0 guide wire: 300 cm steelcore sheath: 6 x 45mm terumo the stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified left superficial femoral artery (sfa) after aggressive vessel pre-dilatation with a 6.0mm balloon catheter, the 5.5mm supera stent was deployed without issue. During stent delivery system (sds) removal, the tip was noted to be completely inside the sheath; however, a tip separation occurred. It was suspected it became stuck inside the distal aspect of the sheath. The physician verified that the stent appeared to be completely deployed/released. The thumb slide was pulled in and locked. The sheath was pulled back and before the tip could be retrieved it became completely detached and remained on the guide wire. The tip was retrieved by snaring the end of the guide wire and removing all devices as a unit. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.